Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a missing piece and broken piece. The customer reported that the top of the reservoir is broken and the oring came out. The customer reported that the blood glucose was 20 mmol/l. The customer reported that she adjust her basal and not sure if it was from the damage or from eating differently for the holidays. The customer reported that the insulin pump is digging in to her skin. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. It was advised to the customer that the insulin pump will be replaced. The customer declined to get assistance related to the high blood glucose. Product is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked case reservoir tube window corner and missing reservoir tube o-ring.the p-cap locks into the reservoir compartment properly noted.